Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 447 mg/dl. The customer experienced no symptoms at the time of the event. The customer was treated for the high blood glucose with the insulin pump. Customer's blood glucose level was 447 mg/dl and the sensor glucose reading was 173 mg/dl that triggered the insulin pump to suspend insulin delivery. The customer stated that a nurse had to intervene to continue insulin delivery. No further information was provided about the nurse. The parent also reported sensor and calibration issues leading up to the event. The parent declined high blood glucose stating that the high blood glucose occurred because the customer ate a fruit snack. Troubleshooting for the insulin pump suspension was provided. The insulin pump will not return for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.